Event description:
Event description cpi received information that this ipg and lead system exhibited loss of atrial sensing and capture post aortic surgery. This may have been a result of lead tip tissue interface damage from the cautery during surgery.